Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported the vertebral body retainer has an issues with the locking mechanisms. The repair technician reported the device tested ok and had no issues. During evaluation, the device tested okay and this was the reason for repair as well. The item was repaired per the inspection sheet, passed synthes final inspection on 12-oct-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot : part number: 03.820.111 lot number: t973761 manufacturing site: tuttlingen release to warehouse date: 31-jan-2012 (29 devices) and 29-feb-2012 (3 devices) a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the vertebral body retainer locking mechanisms malfunctioned. No patient involvement reported. This report is for one (1) vertebral body retainer. This is report 3 of 3 for (B)(4).